Manufacturer narrative:
(B)(4). The service engineer inspected the device and replaced the graphical user interface (gui) touchframe and touchframe cable assembly. The ventilator passed all the required testing.

Event description:
It was reported that the ventilator display was blocked and the alarm won't turn off during patient use. The patient was transferred to another ventilator with no harm.